Event description:
The dilaudid concentration was changed from 3.2mg/ml to 3.7mg/ml on (B)(6) 2012. A bridge bolus was not performed. It was noted on (B)(6) 2012 that 12 hours after the concentration change the patient started to receive approximately 3.0mg/day rather than the ordered 2.6mg/day. No patient symptoms were reported. The pump was used to deliver dilaudid, clonidine and bupivacaine.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).